Event description:
The customer stated that on the m-1500 the pin is not locking in place. There was an injury caused by this. Th pt received laceration. Additionally, account stated that during a neck case the physician was re-postitioning the clamp when the pins caused lacerations to the pt's head. Account further stated that the neck case was done about two weeks ago. The physician used staples to close the lacerations.